Event description:
A customer reported an out of box failure where the pump would not charge. There was no information provided regarding any impact to the customer's blood glucose level. No additional information was received about any corrective actions taken.